Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 200's mg/dl (system 1) and 100's mg/dl (system 2). The blood glucose results were obtained using the same vial of test strips.